Manufacturer narrative:
Updated fields: b4, b6, b7, d9, g3, g6, g7, h2, h6, h10.

Event description:
N/a.

Manufacturer narrative:
The full name of the event site was shortened due to field character limit; the full name is (B)(6). A getinge field service engineer (fse) was dispatched to evaluate the iabp and verified that the low level connector was not working. Once he looked at the connector internally, he found that the connector pins were broken away from the front end board. The failure was not an out of box as the fse originally thought. The fse tried replacing the board and found that with the new front end board, the unit was alarming start up failure 12. He removed the board and ordered a new replacement board. The fse had the same issue with the 2nd new front end board. He removed the board and checked the pins because both boards were somewhat difficult to insert and found that the pins on the boards were bent and one broken. He then checked the connector on the back plane board and noticed that some of the pin connection holes were marred and damaged. The fse ordered a new back plane board and another font end pcb and replaced the same, and performed all functional and safety checks to meet factory specifications. Unit passed all functional and safety test per factory specifications. The iabp was then released to the customer and cleared for clinical service.

Event description:
It was reported that during repair, the cardiosave intra-aortic balloon pump (iabp) front end board caused the unit to have a start up failure #12. This was a failure upon installation. There was no patient involvement, and no adverse event reported.